Event description:
Damage to the pump housing and usb was reported, and the customer needed to position the charging cord carefully to ensure charging. There was no reported impact to the customer¿s blood glucose level. The customer declined any follow-up actions after reporting the damage.